Event description:
This is a spontaneous case report received on 15-apr-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Company causality comment:this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality safety evaluation received on 26-may-2016: ptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. The product technical complaint investigation resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coils started moving upward') in a 38-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included pelvic pain. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and complication associated with device ("device complication"). The patient was treated with codeine phosphate;paracetamol (tylenol with codeine), hydrocodone bitartrate;paracetamol (vicodin) and surgery (exploratory laparotomy, bilateral salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation and complication associated with device outcome was unknown. The reporter considered complication associated with device and device dislocation to be related to essure. No further causality assessment were provided for the product. The reporter commented: (B)(6) 2015: pathology report: gross description: received in a formalin container right and left fallopian tubes, was a 3 x 0.5 cm fallopian tube and 2.5 x 0.5 cm fallopian tube with an essure coil in place. On cut surface the longer tube also has a coil in place. Representative sections are submitted in two cassettes as follows: a - shorter fallopian tube b - longer fallopian tube. Interpretation: bilateral fallopian tubes and essure, excision: two fallopian tubes with complete cross sections of the lumen. Both containing essure coils. Concerning the injuries reported in this case, the following one was described in patient¿s social media: device dislocation (with pain) . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coils started moving upward') in a 38-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included pelvic pain. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and complication associated with device ("device complication"). The patient was treated with codeine phosphate;paracetamol (tylenol with codeine), hydrocodone bitartrate;paracetamol (vicodin) and surgery (exploratory laparotomy, bilateral salpingectomy on (B)(6) 2015). Essure was removed on (B)(6)2015. At the time of the report, the device dislocation and complication associated with device outcome was unknown. The reporter considered complication associated with device and device dislocation to be related to essure. The reporter commented: (B)(6)2015: pathology report: gross description: received in a formalin container right and left fallopian tubes, was a 3 x 0.5 cm fallopian tube and 2.5 x 0.5 cm fallopian tube with an essure coil in place. On cut surface the longer tube also has a coil in place. Representative sections are submitted in two cassettes as follows: a - shorter fallopian tube b - longer fallopian tube. Interpretation: bilateral fallopian tubes and essure, excision: two fallopian tubes with complete cross sections of the lumen. Both containing essure coils. Concerning the injuries reported in this case, the following one was described in patient¿s social media: device dislocation (with pain). Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on (B)(6)2020: social media received event " pain" was added, reporter information was added. New treatment drugs vicodin and tylenol with codeine was added. Previously reported event device removal was updated to it started moving upward. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("device removal") in a (B)(6) -year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included pelvic pain. On an unknown date, the patient had essure inserted. On (B)(6) 2015, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced complication associated with device ("device complication"). The patient was treated with surgery (exploratory laparotomy, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal and complication associated with device outcome was unknown. The reporter considered complication associated with device and medical device removal to be related to essure. Diagnostic results: (B)(6) 2015: pathology report: gross description: received in a formalin container right and left fallopian tubes, was a 3 x 0.5 cm fallopian tube and 2.5 x 0.5 cm fallopian tube with an essure coil in place. On cut surface the longer tube also has a coil in place. Representative sections are submitted in two cassettes as follows: a shorter fallopian tube. Longer fallopian tube. Interpretation: bilateral fallopian tubes and essure, excision: two fallopian tubes with complete cross sections of the lumen. Both containing essure coils. Concerning the injuries reported in this case, the following one was described in patient's medical records: medical device removal. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 5-may-2017: medical records received: reporter, date of birth, essure removal details and surgical report (pathology analysis) were added. Company causality comment: this case report was received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert). Plaintiff underwent surgery (exploratory laparotomy, bilateral salpingectomy) and device was removed due to complications. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. The product technical complaint investigation resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
(B)(4).